Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed unexpected restart error test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test and motor error alarm. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed failed battery test alarm even after a new battery was used. Customer also reported that the insulin pup had a motor error alarm and no troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.